Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, while drilling with drill bits references (B)(6) (2 units) // (B)(6) (1 unit), it was observed that the instruments were not sharp enough to perform their function, which hindered drilling for the screws. The surgery was successfully completed without affecting the patient or altering the surgical schedule. Also, during the procedure, upon opening the equipment, it was found that one (1) unit of screw ref (B)(6) was missing from the ankle screws. The remittance listed two (2) units, but only one (1) unit was physically present. This did not affect the normal course of the surgery, as this particular screw was not needed.